Event description:
This info was reported as a customer complaint. Product was used on the rcfa following a diagnostic catheterization procedure. Following collagen deployment, it was noted that the vasoseal sheath had separated from the hub. The sheath was removed from the pt's tissue tract without any further complication. The device has been returned for eval. A follow-up report will follow after co's eval is complete.

Manufacturer narrative:
Evaluation of event based on the mfg and qc procedures and historical use of the device related to this event. Code 200: evaluation of the returned product confirmed that the sheath had separated from the hub. The first plug was significantly compressed and soaked with blood at one end. The second plug which was inside the sheath had been destroyed when the sheath was removed. The IFU states that both plugs should not be used with kit size 75301. In addition, the compression of the first plug indicated that the proper/delivery technique was not used.